Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Field support engineer (fse) informed customer that the issue was due to bumping the arm, or driving somewhat aggressively, coupled with arm position that allows lower inertial activation of the "grab and go" feature. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that the universal surgical manipulator (usm4) was moved on its own fully extended and hit the console. Technical support engineer (tse) reviewed the logs and saw an error 100 for the set-up joint (suj4). Tse suggested to turn the system on and drive patient side cart (psc) around to see if usm4 comes unlocked and moves. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to inadvertently bumping the universal surgical manipulator (usm) or operating it somewhat aggressively, combined with a usm position that permits lower inertial activation of the "grab and go" feature.